Manufacturer narrative:
On june 28, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo v2.0 instrument serial number (B)(4). Review of the event log show no errors during testing and the camera images appear aligned and focused. (B)(4).

Event description:
On june 28, 2019 a customer reported an abo mistype with the galileo echo v2.0 instrument.